Event description:
A 24 mm diameter a 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its component were implanted in a patient for the endovascular tretament of an abdominal aortic aneurysm. Aneurysm morphology at implant is unknown and the aortic neck was reportedly somewhat angulated and conically shaped. It was reported that the stent grafy was found to have migrated; however, the distance was not reported and no endoleak was mentioned. Three aneurx aortic cuffs were implanted with good reuslt. No additional clinical sequelae were reported and the patient is fine.